Manufacturer narrative:
Evaluation: method: - the device history and sterilization records were reviewed. Results: - review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received the lead was observed to have compression damage and adhesive residue attached. It was determined that the compression damage to the outer tubing was caused by the swift lock anchors, and the adhesive residue and the label residue were from the trial. The returned device passed all the functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #s 1627487-2011-00231 and 1627487-2011-00233. The pt received an scs trial system on (B)(6) 2011 consisting of two percutaneous leads and a trial stimulator. On (B)(6) 2011, it was reported that he experienced overstimulation throughout his entire body. The alleged incident caused the pt to fall and lose consciousness for a brief period of time. It was also reported that the pt experienced numbness in his left arm and was unable to feel his fingers. A neurological exam was performed by the implanting physician; however, no problems were observed. The pt's trial scs system was explanted, and the devices in question were returned to the manufacturer for analysis. The evaluation for the trial stimulator is still in progress.